Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose level. Customer blood glucose level was 400 mg/dl at the time of incident. It was unknown whether the customer was using the auto-mode feature. Customer reported that they went to hyperglycemia and rush to the hospital. The customer reported that the cannula was bent. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.